Manufacturer narrative:
The system logs are not available for review.

Event description:
It was reported that following an ion lung biopsy procedure, the patient had developed a pneumothorax, which required chest tube placement and hospitalization. The patient had a higher body mass index. The targeted nodule measured 8 millimeters and was located on the fissure in the right upper lobe. The patient was placed on positive pressure ventilation during the procedure, which was completed as planned without delay. A post-procedure chest x-ray revealed a large right pneumothorax. A thoravent was placed, and the patient received pain management. The pneumothorax resolved, the thoravent was removed, and the patient was discharged home after 23 hours of observation. The physician attributed the pneumothorax to the biopsy procedure and noted that it could have occurred with other modalities. There was no malfunction of the ion system, instruments, or accessories associated with this event.